Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from the catheter's tip. The target lesion was in the moderately tortuous and moderately calcified internal iliac artery. A 10mmx40cm interlock-35 was selected for use. During procedure, the coil was delivered through the imager catheter however resistance was felt when about half of the 40cm coil came out from the catheter. The coil was then removed together with the catheter, but the coil protruded from the catheter's tip at about 3cm and unraveled. Another coil of different size was successfully deployed using the same catheter. There was no kinks/damage noted on the imager catheter. There was no patient complication reported.